Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
The reported event was duplicated. A service technician evaluated the device and observed that the device had a bias current error appear. Flex assembly damage was observed. The motor was replaced, preventative maintenance was performed, and the device was returned to the customer after passing final inspection.

Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.